Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to an internal photonic o2 sensor is not functioning causing the failure. As a resolution, vyaire advised new main board replacement.

Manufacturer narrative:
The suspect device has not been return for investigation. The respiratory therapist (rt) initially discovered the issue and biomed attempted to reproduce issue but was unable. Biomed left vent on overnight and discovered it in same frozen state the next day. Log shows cfb error on (B)(6) 2023 at 00:12:34 device time. This cfb error did not align with criteria for app hang and did not appear to happen while on patient. 2nd instance found was on (B)(6) 2023 at 16:45:12 device time, this also did not appear to be related to app hang and according to cfb error vent did not cease ventilation. Cfb errors and then intermittent through out the logs suspect the last instance occurring at 06:54:33 device time is what caused vent to freeze overnight. Customer confirmed that after the event, ventilator was turned off and back on and the vent resume to its normal functionality. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator had screen freeze - possible app hang while vent was on a patient. Furthermore, the patient was removed from vent and there was no patient harm associated with the event.